Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact to the customer. The customer will reach out to their healthcare provider regarding a backup method of insulin therapy.